Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case/response buttons) was confirmed. Upon investigation both response button covers were missing, and the response buttons were non-functional. The cause for the failure was a missing rear response button switch and a damaged front button switch. The root cause for the damaged switch was excessive force. The root cause for the missing switch was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.